Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were evaluated and reloaded. The ups (uninterruptable power supply) and backplane were also ordered for replacement. The system was tested and found to be working as intended and returned to temporary service until the repairs could be fully completed.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.